Event description:
Procedure type: breast reconstruction. According to the reporter: when the surgeon went to clip the vein, the clip applier would not open. A second device was used to clip, then the surgeon clipped the vessel and went to remove the device; but the jaws locked on the tissue. The surgeon was able to safely resect a little bit of tissue and remove the jaws. Another device was opened. There was no tissue damage, unanticipated blood loss, unanticipated colostomy, formal laparotomy, re-operation, conversion to open procedure, or extended operating room time.

Manufacturer narrative:
(B)(4).